Event description:
It was reported that a patient underwent an obturator sling procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, including a removal of the sling on (B)(6) 2008, at which time an ams bio arc system was implanted. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic pain and urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bleeding, recurrence and dyspareunia. It was reported that the patient underwent implantation of bio arc sp system w intexen lp on (B)(6) 2008. It was reported that the patient experienced pain and dyspareunia from the slings and underwent transvaginal removal of suburethral tapes and a repeat cystoscopy on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy it was reported that post implantation patient experienced pain, recurrence, bleeding dyspareunia and urinary problems. An additional removal due to dyspareunia of all suburethral tapes on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.